Event description:
It is reported that preloaded monofocal intraocular lens (iol) was defective. The product is being returned. No further information was provided.

Manufacturer narrative:
Section a2,a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable. Section d6b: if explanted, give date: not applicable. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 12-sept-2023. Section h-3: device evaluated by manufacturer: yes device evaluation: product evaluation was performed under magnification. The complaint lens was received cut in half and both haptics were bent. The lens was cleaned and no additional issues were identified manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional narrative: based on the additional information received on 09/26/2024 and 10/02/2024, the lens did not pass through the injector easily. No injury and medical intervention required. The following information have been added to reflect the new information: section a2: age: 73 years section a4: hispanic all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.